Event description:
Per the clinic, the patient experienced soft tissue complications at the abutment site. On (B)(6), 2014 the patient was prescribed a ten day course of oral antibiotics. Subsequently on (B)(6), 2015 the site was cauterized for granuloma. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.